Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuring instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the foot pedals were mechanically misaligned, simulating a float command and causing the locks to disengage. The fe adjusted pedal alignment and verified that the table locks were functioning as expected.